Manufacturer narrative:
A visual analysis of the returned polaris ultra stent was performed. The stent and the positioner were received with its original pouch. Following a detailed device analysis, the pouch presents a hole at the right superior corner and marks of the tray's edge on the white pouch area. The pouch is damaged in the internal part at the corners. These are evidences of manipulation and pressure applied during handling. Based on all gathered information, the most probable root cause is ¿handling damage.¿ a review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was used during a cystoscopy with stent change, right side procedure performed on (B)(6) 2013. According to the complainant, during preparation, they noticed a hole in the packaging making the device unsterile and compromised. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be fine. This report pertains to one of two devices used during the same procedure. Associated manufacturer report 3005099803-2013-08026 pertains to the other device.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was used during a cystoscopy with stent change, right side procedure performed on (B)(6) 2013. According to the complainant, during preparation, they noticed a hole in the packaging making the device unsterile and compromised. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be fine. This report pertains to one of two devices used during the same procedure. Associated manufacturer report 3005099803-2013-08026 pertains to the other device.